Manufacturer narrative:
(B)(4). Batch # u5f21e. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Yes, the patient was brought back to surgery the evening of (B)(6) to address an anastomotic leak. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Delayed recovery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there an alleged deficiency issue with the stapler that caused or contributed to patient leak? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and the anvil not was received. The breakaway washer was not present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The anvil was installed onto the trocar several times with no issue. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during the lap colostomy reversal, when the anvil was connected to the spike and they were bringing the anvil down to the stapler, the anvil would pop off under tension. This would happen three other times. On the fourth try, the anvil was able to sit properly onto the stapler and complete the firing stroke.

Manufacturer narrative:
(B)(4). Date sent: 07/20/2022. Additional information was requested, and the following was received: was there an alleged deficiency issue with the stapler that caused or contributed to patient leak? Yes. What were the indications for surgery? Unwanted colostomy. What surgical procedure was performed? Lap converted to open colostomy reversal. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Fellow pgy6, has used the stapler extensively. Attending tried previously but when stapler didn't "mate" fellow came below and I went above. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 2/3 of the way closed. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? Not once it fired as far as we could tell. What confirmation was received that the device completed the firing sequence? Sound stopped, green checkmark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, both complete. Were there any issues noted with staple formation? Never saw the staples was a leak test performed? If so, what type and what was the result? Yes, using rigid procto to insufflate, no bubbles noted. Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? 5. How was the leak identified? CT w rectal contrast. What was observed at the site of the leak upon reoperation? Inflammation, couldn't visualize area due to inflammation. How was the leak addressed? Diverting ileostomy. Since this time, pt has developed a pelvic abscess in communication with the leak that is now draining out vagina on recent gastrograffin enema.